Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, the patient developed pain and mobility issues post implant of the soft mesh. It is reported with ¿symptomatic treatment¿ the patient¿s status is currently good. The contact would not provide any additional information. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported on (B)(6) 2023 the patient was implanted with a bard/bd soft mesh. Reportedly, ¿the patient had postoperative pain and poor mobility, mainly in the lower abdomen, which was considered to be caused by the stimulation of the patch (soft mesh). It was suspected that the patch material was slightly hard and irritating human tissues.¿ it was reported that the patient was treated with "symptomatic treatment¿ and the patient¿s status is now good.